Event description:
Customer called in to report the transmitter isn't blinking when the sensor is connected to it. Blood glucose reading at the time was 79 mg/dl. The customer mentioned that they had been bleeding at the insertion site. Blood is visible on the sensor connector. Advised that blood on the connector can possibly damage the transmitter. Notihng further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.